Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges, first during pumping and subsequently during loading. Customer¿s blood glucose level was between 54-500 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.